Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support (cts) in loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. The pump was under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. Cts confirmed the shipping address and instructed the customer to put the pump into storage mode and return it with a prepaid label, which the customer understood and acknowledged.